Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. The patient attempted to troubleshoot the issue by using his external devices but resolution could not be achieved. A replacement charging system was set to the patient but was also unable to provide resolution. In turn, a company representative has deemed the ipg inoperable. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was deemed inoperable due to the patient not recharging the device as recommended. As a result, the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.